Event description:
"Same case as 9610175-2015-00001, 9610175-2015-00002, 9610175-2015-00003 and 9610175-2015-00005"abbott nutrition (B)(6) was notified of two additional lot numbers 25878vm and 20620vm on (B)(6) 2015".

Event description:
"Same case as 9610175-2015-00001, 9610175-2015-00002 and 9610175-2015-00003". Two additional lot numbers were reported to abbott nutrition (B)(4) on 02/16/2014. It was reported the patrol feeding sets broke apart before they went around the pump's rotor. This begun to occur in (B)(6) 2014. When the patient missed a portion of his feedings; his blood glucose decreased to 38-54 mg/dl. The patient did not experience any signs or symptoms of hypoglycemia nor were there any reports of medical interventions provided to return patient to his baseline blood glucose level. It was reported patient weighed (B)(6) in (B)(6) and at the end of (B)(6) 2015, he weighed (B)(6).

Manufacturer narrative:
Correction for manufacturer report number 9610175-2015-00004.

Manufacturer narrative:
(B)(4). The device reported, list number m433, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 56841, that was marketed domestically. Abbott nutrition's standard procedure includes attempting to obtain all required information from the source. In this case, information was not provided for the following sections: five batches were involved: (1) 26958vm (2) 27996vm (3) 96222vm (4) 25878vm (5) 20620vm the batch history record reviews were found to be accurate with no abnormalities.

Manufacturer narrative:
Follow up for manufacturer report number 9610175-2015-00004. The method, results and conclusions for the sister sample returned by the customer is reported on the first row for patrol feeding set list number m433, lot #25878vm. The tubing separated during testing; hence the complaint was confirmed. The method, results and conclusions for the sister sample retained by abbott are depicted on the second row. It is noted the batch history record review of a retained sample by abbott for lot# 25878vm showed no abnormalities per visual examination.